Event description:
It was reported the patient's sjm scs system was explanted as the patient needs an MRI for an unrelated issue. The physician's office staff stated the patient had an sjm scs system implanted many years ago. The explanted devices were disposed of at the hospital.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.